Manufacturer narrative:
Device history records review was completed for part# 310.21, lot# h449450. Manufacturing location: elmira, manufacturing date: sep 08, 2017. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h449450 of 2.0mm drill bits was processed through the normal manufacturing and inspection operations with no scrap, rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h435397 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h384055 met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The report indicates that the: customer quality (cq) engineering investigation: this complaint is confirmed. The returned device was examined and the complaint condition was able to be confirmed as the drill bit was received at cq in two pieces. The break occurred just distal to the proximal coupling. The diameter nearest the break measured 1.998mm (micrometers om521) which is within specification of 1.97mm - 2.0mm per se_056293 made to revision o. The remainder of the device was evaluated and no defects or deficiencies which may have potentially contributed to the failure mode were identified. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, drawing review and dimensional inspection were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The remainder of the device was evaluated and no defects or deficiencies which may have potentially contributed to the failure mode were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Hospital telephone not available for reporting. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a segmental tibia fracture procedure on (B)(4) 2017, a 2.0mm drill bit broke. The drill bit was reported to had not even touched bone or tissue when it broke. The surgeon had just begun the process to use it and it broke before entering the body. There was no reported patient harm and all the pieces were retrieved. The patient was reported to be in stable conditions following the procedure. No surgical delay was reported. This report is for one (1) 2.0mm drill bit. This is report 1 of 1 for (B)(4).